Event description:
Consumer stated that she shut off the heating pad but it was still warm. Heating pad would not turn off. Consumer stated that she contacted amazon or mightybliss and was told to discard the heating pad, and was provided with a replacement. Consumer no longer has the original heating pad, just the replacement. Purchase dated for the original pad was (B)(6), 2021, replacement (B)(6), 2021. Model and lot numbers are for the replacement, not the original pad.

Event description:
Customer complaint - limited data available consumer stated that she shut off the heating pad but it was still warm. Heating pad would not turn off. Consumer stated that she contacted amazon or mightybliss and was told to discard the heating pad, and was provided with a replacement. Consumer no longer has the original heating pad just the replacement. Purchase dated for the original pad was (B)(6)2021 replacement (B)(6) 2021. Model and lot numbers are for the replacement not the original pad.